Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Per product directions for use (dfu-0098r), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.

Event description:
It was reported that 15 weeks after the initial surgery (opening wedge osteotomy) a screw was found to be broken in situ. The initial report shows that the initial surgery was on (B)(6) 2016 with a second surgery on (B)(6) 2016. Follow-up investigation: it was reported that the revision planned for (B)(6) 2016 was re-scheduled to (B)(6) 2016. Another follow-up will be done to receive further details. Further follow-up investigation: during the revision of (B)(6) 2016, all arthrex parts were explanted and patient received another manufacturer's system. Nothing left in patient. No further info available.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The device met all material specifications as received. The evaluation revealed the returned ar-13380-46 screw broke near the head of the screw. No visible internal cracking was observed and the fracture surface pattern indicates a ductile-type fracture. Per product directions for use (dfu-0098r), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.

Event description:
It was reported that 15 weeks after the initial surgery (opening wedge osteotomy) a screw was found to be broken in situ. The initial report shows that the initial surgery was on (B)(6) 2016 with a second surgery on (B)(6) 2016. Follow-up investigation: it was reported that the revision planned for (B)(6) 2016 was re-scheduled to (B)(6) 2016. Another follow-up will be done to receive further details. Further follow-up investigation: during the revision of (B)(6) 2016, all arthrex parts were explanted and patient received another manufacturer's system. Nothing left in patient. No further info available.